Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that captivator large oval snare was used during a colonoscopy procedure with polyp removal on (B)(6) 2013. According to the complainant, during the procedure, the ¿pull wire detached from the handle.¿ another captivator snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Reported event of pull wire detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.